Manufacturer narrative:
Block b3: exact date unknown, event occurred around six months ago.

Event description:
It was reported that the patients ipg was not charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy.